Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels (300s mg/dl) for the past couple of days. A correction bolus and insulin injections were used to address the bg level. The customer did not know the cause of the high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.